Manufacturer narrative:
Two needles were returned. Visual examination found that one of the returned needles was fully intact and the other needle had the tip of the needle broken off. The broken tip portion was not returned. The packaging for the returned needles was not returned; therefore the lot number of the broken needle could not be determined. (B)(4). To date, there has been no patient long term adverse effect reported resulting from this type of incident. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. If tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The customer reported that post-operatively, after completing a right shoulder arthroscopy rotator cuff repair, they noticed that the tip of the concept suture passer needle was missing. X-rays were taken postoperatively and showed no sign of the tip remaining in the patient's shoulder. The patient was discharged as per routine procedure for this type of surgery. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred. During this case, two (2) needles were used, one each from lot 622453 and 625791. Therefore, the specific lot number of the needle which broke is either 622453 or 625791.